Manufacturer narrative:
Gtin: unknown. The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
According to the article "esophageal perforation caused by an amplatzer vascular plug 4 occlusion device" (doi: 10.1002/ccd.26595), a 5mm amplatzer vascular plug 4 (avp4) was implanted in a pediatric patient on an unknown date. The patient had a history of pulmonary atresia, a ventricular septal defect and multifocal collateral lung perfusion through four major aorto-pulmonary collateral arteries (mapcas). A central aorto-pulmonary shunt was performed at four months of age and due to post-operative pulmonary hyperperfusion, the mapca that originated from the descending aorta near the fifth thoracic vertebra and ran behind the esophagus and right lung was closed with the 5mm avp4. Four weeks post-avp4 implant, the patient presented with gastrointestinal (gi) bleeding secondary to a perforation of the avp4 into the esophagus as confirmed on gastroscopy. A thoracic CT revealed a close, spatial relationship between the avp4, the spine and the esophagus. The spindle-shaped ends of the device and the patient's requirement for a gi feeding tube were suspected to be contributing factors. The avp4 was removed via thoracotomy. According to the article, retrospective analysis suggests that the risk of esophageal perforation was increased in this patient due to the position of the mapca in relation to the patient's thoracic anatomy. The article referenced other complications (i.e. Insufficient embolization, migration) involving avp4 devices, however, no specific device details were provided.